Event description:
On 02/03/1997, the MFR rec'd a report from a sales rep of the intl dist regarding a facility in co's territory. The report states the following: there was a leak on the venous extension tube during dialysis. No further details were provided at this time.